Event description:
A (B)(6) male pt contacted zoll customer support to report that when he puts either of his batteries on the charger, the charger displays "insert battery". The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem ("insert battery" when batteries are on charger) has been confirmed. Upon eval, there was an oily contamination on the charger's battery board. The contamination was preventing good electrical contact with the battery. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.